Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for non-obstructive urinary retention it was reported that the patient has not been going since procedure and had lot of shaking and tremors and also has been unable to walk since procedure. It was also reported that they were unsure if stimulation was above patient waist. It was further reported that the patient was admitted to the hospital after the procedure and that the patient was no longer able to urinate on their own and had a foley catheter in placed and upon discharged, patient was instructed to cath 5-6 times daily. It was also stated that the patient was worn out from the procedure. On (B)(6) 2018 it was reported that the patient appears "dry, like shes ready to go, shes ready to die." . It was also reported that patient stimulation is at 12.5 but patient was unable to feel stimulation. On (B)(6) 2018, patient reported that they experienced pain and burning in their right leg. No further complications were noted or anticipated